Event description:
Discordant, falsely elevated free thyroxine (ft4) results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. It is unknown if the rerun results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample probe was partially clogged. The cse flushed out the sample probe. The cse also replaced the sample syringe. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated ft4 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.